Manufacturer narrative:
Evaluation summary: the lens was returned in pieces inside of a contact lens case. The lens was wet with solution. Solution has leaked from the case and soaked the sticker attached to the contact lens case. The lens portions were removed and allowed to air dry prior to evaluation. The optic is torn/cut into pieces, typical of an insertion and removal. The optic portions are scratched and gouged with additional split/cracked damage. Power and resolution testing could not be conducted due to the extensive optic damage. Associated products were not provided. It is unknown if qualified products were used. The returned lens was damaged. Based on information in the file, the root cause is most likely unrelated to the product. Information was provided that the 14.5 diopter lens was exchanged for a 17.0 diopter lens. The difference of 2.5 diopters in power for the exchanged lens reasonably suggests that the event was related to a calculation error rather than a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that approximately 1 week following an intraocular lens (iol) implant procedure, the patient experienced decreased near and distance vision, then feeling uncomfortable due to a refractive error. The iol was exchanged for a different diopter approximately 3 weeks after the initial iol was implanted.